Event description:
It was reported that the customer had high blood glucose levels ranging from 150 mg/dl to 500 mg/dl. It was reported that the customer was the hospitalized. The customer reported being under a lot of stress and pain after finding out that she has been diagnosed with nephropathy. The customer specifically stated that the insulin pump was not the cause of the high blood glucose levels. The customer also reported a dislike for the sensors of the insulin pump as they repeatedly gave off alarms and gave her skin irritations. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).